Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with dislodgement from a catheter entanglement. This was seen on fluoroscopy during a cardiac catheterization. The lead was repositioned in a procedure on (B)(6) 2021 to restore normal parameters. Post-procedure the patient was stable.